Manufacturer narrative:
Unit had missing segments/partial display due to corroded electronic assembly. The motor had moisture damage. Unit passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has water damage in the battery compartment. Customer's blood glucose at the time of the incident was unknown. The device has been returned for analysis.